Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the cannula of the infusion set was not correctly inserted into the patient's skin resulting in hyperglycemia. The patient experienced symptoms of vomiting and she received assistance from the public ambulance. The blood glucose results were not provided. The patient was treated with serum and she was not transported to the hospital.